Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary a needle-suture piece was returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected and marks were observed on the body needle, the end of the suture was observed cut and appears to be by use of a surgical instrument. In addition, the other section of the suture was not returned for evaluation. Per the condition of the sample, no functional test could be performed. Due to the sample condition, the assignable cause of the suture breakage suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6) 2018 and suture was used. During the procedure, the suture was broke at a point about 1 cm from the swage part during interrupted suturing on the skin. There were no adverse consequences to the patient. No additional information was provided.